Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the lead tip measuring 54.3cm was returned for analysis. External insulation abrasion was noted at 7.3-7.8cm and 13.1-13.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 46.1-46.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.